Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5194901 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 07 aug 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Investigation flow: damage. Visual inspection: the verse x25 inserter/tightener (part # 299704230, lot # gm5194901) was received at us cq. Upon visual inspection, it was observed that the distal tip (drive feature) of the device was slightly twisted. The very distal portion of the tips was rounded, almost worn to the core. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as the end of life indicators for the device. The worn condition confirms the reported device issue. Conclusion: the complaint was confirmed for the received device. After a visual inspection per guidance provided the document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the underwent for an unknown surgery. During the surgery, the tip of the driver was worn. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves four (4) devices. This report is for (1) verse x25 inserter/tightener. This report is 2 of 4 for (B)(4).